Event description:
Information received from (B)(6) call indicates that the medication backs up into the tubing causing pump to alarm door open or set not installed. No injury or medical intervention reported.

Manufacturer narrative:
Product was not returned. All made attempts indicated that the customer would not go through the garbage to sort out the alleged sets; therefore, the alleged sets could not be returned for the investigation.